Event description:
The rep reported the device was used during a low anterior resection. It was reported the ecs29 staples did not fire evenly around. Another stapler was opened to complete the case. There was no consequences to the pt.

Manufacturer narrative:
Date sent: 12/16/1998. D5,6; h4: info not available, device not returned.